Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol sepramesh ip device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip. It is alleged that the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol sepramesh ip. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol sepramesh ip device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 years 3 months post implant of sepramesh ip, patient was diagnosed with adhesions, obstruction, pain, mesh migration and hernia recurrence thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists adhesions, mesh migration and hernia recurrence as possible complications. Review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-nov-2014) is considered to be a best estimate. This supplemental emdr represents the bard/davol sepramesh ip (device #2). An additional emdr was submitted to represent the bard/davol mesh ¿ ventralex (device #1). Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip. It is alleged that the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol sepramesh ip. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with recurrent upper midline hernia thereby underwent open repair with implant of ventralex mesh (device #1). Per operative notes,¿ at the level of fascia, the hernia sac was excised. A ventralex mesh (device #1) was inserted into the subfascial position and sutured." (B)(6) 2015 - patient was diagnosed with recurrent incisional midline ventral hernia thereby underwent open repair with implant of sepramesh ip (device #2). Per operative notes,¿ the hernia sac was scarred and fibrotic. The hernia contents were excised from the sac. The adhesions in the entire length of the mesh and lateral sidewall was freed. A sepramesh ip (device #2) of approximate size was placed and sutured." (B)(6) 2016 - patient was diagnosed with recurrent incisional hernia and intestinal obstruction thereby underwent open repair with implant of ventrio st mesh (device #3). And removal of mesh (device #1 and #2). Per operative notes, ¿to the hernia sac two piece of previously placed mesh was detatched from the left side of the fascia. The single loop of small intestine adherent to the old mesh caused small bowel obstruction. The lysis of adhesions was undertaken between bowel from old mesh and omentum from hernia sac. The mesh (device #1 and #2) was separated from the fascia and explanted. A ventrio st mesh (device #3) was secured in place and sutured." Attorney alleges that the patient had adhesions, pain, hernia recurrence and emotional injuries.